Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified, but the alarm altitude issue could not be verified.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.